Event description:
During a laparoscopic adrenalectomy, insufflation was lost seven times during the case which caused the surgical team to lose visualization of the surgical field. During various of these times of lost visualization, the patient was bleeding, posing great difficulty in managing and controling the bleeding. Due to the loss of insufflation, the liver retractor slid off of the liver, causing more obstruction to the surgical field and had to be repositioned every time the abdomen was reinsufflated. The 5mm mini step cannulas were the cause of this issue and have been in past cases. The case was completed with additional time added for the patient being under anesthesia because of the difficulty with the 5mm mini step cannulas. The patient was not harmed.